Event description:
The pt complained of pain. The patella was found to be loose and worn exposing some metal. The surgeon debrided the patella.

Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.